Event description:
A customer reported receiving a ¿replace sensor¿ error message on the 7th day of wearing the adc device. As a result, the customer was unable to obtain sensor scans and experienced a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered an unspecified dose of insulin as treatment. No further information was reported. Note: the diagnosis of hypoglycemia is inconsistent with the treatment of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The device brand name was incorrectly documented in the previous combined initial and final report, therefore section d1 (brand name), section d2b (procode), and section d4 (model no) have been updated.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the 7th day of wearing the adc device. As a result, the customer was unable to obtain sensor scans and experienced a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered an unspecified dose of insulin as treatment. No further information was reported. Note: the diagnosis of hypoglycemia is inconsistent with the treatment of insulin. There was no report of death or permanent injury associated with this event.